Event description:
An overinfusion occurred in which the infusion was completed in 6 days versus the expected 7 days. The device was filled with 3039 75 mg 5-fu in 250 ml 0.9% nacl. No patient injury was reported.